Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a proultra sine tip #3 broke during use. No injury occurred.

Manufacturer narrative:
Returned 1 sealed pack for each of these lot numbers, 0000316603 and 0000322985. No broken tip was returned. Using microscope visually checked tips. No manufacturing defects or markings were noted on instrument. See attached pictures. Complaint does not indicate what power setting was being used at time of breakage. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Root cause for breakage is unknown. A DHR review was conducted with no discrepancies noted.